Event description:
A nurse reported that the metal tip of the vitrectomy probe is not tightly connected to the handpiece and moves. This was noted during calibration/startup. There was no pt involvement. No add¿l info is expected to be received.

Manufacturer narrative:
The customer returned one 25+ probe for eval. The sample was visually inspected and found to be nonconforming because the needle is bent at the stiffener sleeve, cutter is visible in the port opening, and there was presence of excessive debris inside the port. The sample was functionally tested and found to be nonconforming for actuation (outer cutter is loose in the stiffener sleeve and the outer cutter moves during actuation). The probe was disassembled and the components inspected. When the inner cutter was removed, the needle remained attached to the inner cutter. The inner cutter exhibited wear marks and gouges. There was no evidence of adhesive on the interface between the needle/stiffener assembly. The device history records for the component lots were reviewed. Unrelated processing anomalies were detected during the lot review which were mitigated prior to being released. The associated lots (three) were released based on the MFR¿s acceptance criteria. The root cause is attributed to a loose needle, bond failure/ detached needle. The needle became detached from the sleeve stiffener during use as evidenced by the wear marks on the cutter. An engineering solution for this issue was implemented for an icure process for the needle-stiffener assembly bonding. Action items were completed and closed. No ¿loose needle¿ complaints were associated from lots produced after this process was implemented. (B)(4).